Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes . Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes, fa says all fired normally and they had green checkmark after. Were the donuts inspected? Yes. Good donuts. Was a complete transection of the cutting washer visually confirmed? Yes. Were there any staple formation issues identified? No, looked good. Did retrieval of the anvil alter the procedure? Yes¿ if yes, please describe. Case took longer, surgeon had to go below. How long was the procedure prolonged (minutes, hours)? 40 min or so . Was there any patient consequence as a result of the procedure being prolonged? None confirmed & team is not sure how anterior anastomosis was torn, had to suture it and leak test multiple times. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Std monitoring to ensure patient was healing and no post op issues noted. What is the current status of the patient? Patient is recovering well, no issues reported to date.

Event description:
It was reported that during an exploratory laparotomy with colostomy closure (colostomy takedown), when the fa experienced a problem when trying to remove the device from anal canal. The doctor said he attached anvil, heard it click, fa then fired device as per steps for use, fired normally, then the fa did two full counter revolutions and the stapler would not come out. She said if she went past two full revolutions it was only by a thumbnails distance. They struggled to remove it and made several attempts. She eventually pulled harder and the device came out without the anvil attached. Surgical kocher used to remove the anvil from the patient. They noted a tear in the anterior anastomosis, but the staple line looked good when they scoped. Surgeon sutured the tear & they leak-tested afterwards and all was sealed and acceptable. Fa described case as very bloody, they worked hard to find and free up the stump...says it was stuck to the pelvic floor. No leak test done on stump before using circular stapler. Fa says she was so bloody at one point, she had to change her scrubs, so it was a challenging case with difficult tissue. She says the device worked as it should have, but removal and anvil separation was the main concern. Surgeon used purse string device in the case. There was no trouble inserting the circular stapler. The fa also commented that when she initially detached the anvil prior to use in patient, it felt about the same as any other circular device she has used in the past. The surgery was delayed an unknown number of minutes due to the reported event. The procedure was successfully completed. It is unknown if fragments were generated. The bleeding occurred prior to the stapling and was not a result of the stapling. It is unknown if there were any adverse consequences to the patient. The customer had been in serviced on (B)(6) prior to the procedure. This device was approved for a procedure scheduled on (B)(6) 2019 and not the one it was used in. ¿operating room rn director¿, spoke with dr. (B)(6) about the event. He stated that he opened the stapler even more than previously opened. A full two turns more and a thumb nail. Exactly how much is not known.

Manufacturer narrative:
(B)(4). Batch # t5at8k. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.